Manufacturer narrative:
Device history record: the DHR documentation showed no abnormalities related to the reported failure. Mayfield triad skull clamp (a1108) was returned for evaluation. The reported complaint was confirmed via inspection of the device. The unit was received with the lock having movement and requiring replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on the mayfield triad skull clamp (a1108) unlocks too easily. It it is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.